Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-01682. It was reported the patient was not receiving effective stimulation therapy from the scs system. Consequently, the patient's physician removed the patient's entire scs system. The date of the explant was undetermined at this time.